Manufacturer narrative:
The device is returned to zoll medical corporation for evaluation. Device logs were reviewed and log 8517 from (B)(6) 2026 was identified as the likely event associated with the display blanked out. The log showed a successful 12 lead analysis with ECG signals present and no display issues recorded. While device logs do not capture the device screen and may not reflect all potential display behavior, no evidence of a display malfunction was identified in the available data. The device was tested and the reported issue could not be reproduced. Based on the log review and testing, the device functioned as designed, there was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.